Event description:
On january 3, 2007, the lay user/pt contacted lifescan alleging her one touch ultra meter would not turn on. The pt has had the meter for a few years and typically tests her blood glucose 2 times per day. She has been controlling her diabetes by watching her diet. About 2 months ago, the reported meter stopped powering on. The pt denied ever changing the meter's battery. The pt developed symptoms of feeling light-headed and dizzy. The pt administered self-care by eating food and/or drinking a beverage. Due to the symptoms, the pt also visited her doctor. The doctor tested the pt's blood glucose using an unidentified hospital meter. The pt obtained a result of either "50 or 50 mg/dl." The pt was given orange juice in the hospital to help raise her blood glucose. The treatment relieved the pt's symptoms. She was not hospitalized. The pt did not change the meter's battery according to the owner's manual. The pt did not have test strips or a replacement battery to troubleshoot the reported meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt's meter stopped powering on about 2 months ago and during that time, was not able to test her blood glucose. The pt developed symptoms suggesting hypoglycemia. The pt obtained a result of "50 or 60 mg/dl" in the doctor's office and was treated with juice to relieve her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.